Event description:
Report received of pump volume discrepancies after first refills. Follow up with health care provider revealed pt's pump was implanted in 2002. Pump was refilled 2 months later and interrogation of pump revealed expected residual to be. 3.1 ml and actual was 9.1 ml. Pt symptoms were not significantly worse and pt had experienced no withdrawal symptoms. At refill, the same type of volume discrepancy was encountered. Exact amount of residual was not known but health care provider felt that it was larger than the september refill (estimate 2-3 ml expected and 15 ml actual). At that time, patients spasticity symptoms had significantly increased and oral baclofen was started. Catheter tested and found to be patent and functional. Pump replaced 2003. Pt is doing well to date.